Event description:
"Catheter was placed on (B)(6) 2022), model celsite st305, ref 04433750 and batch 36981354, which migrated to the cardiac region, after 6 months, being the patient well when previously evaluated by the imagiology. Client wants to know if a similar situation has recently happened in any of the catheters of this batch, or if there is a possibility of breakage of the placed catheter."

Manufacturer narrative:
Product reference 4433750 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36981394 which complies with our specifications and does not present any discrepancy. No other similar complaint was reported to us on this batch of (B)(4) access ports released in january 2022. Investigation results: despite our requests, we did not receive the complaint sample nor x-ray pictures for investigation. Conclusion: the received elements do not allow us to conclude on the root cause of the catheter rupture reported by the user. If new elements become available in the future, we will reopen this complaint. This is a rare incident and known complication of the access port implantation; no corrective action is envisaged for the moment.